Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report that the device displayed a "test failed" message while connected to a patient was unsubstantiated. A review of the device's activity logged showed that the device failed a self-test on the reported date; however, it was during an automatic readiness test where the log suggests the defib pad short condition was not present to execute the test. Its noteworthy to mention that the electrodes were not returned for evaluation. The reported malfunction was not confirmed; the device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "test failed" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.